Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a low blood glucose event. The paramedics were called to customer's residence. The blood glucose reading at the time of the event was 17 mg/dl. Customer was prescribed medication that caused the low. Customer did not go to the hospital. Nothing further reported.